Event description:
It was reported that during the patient had a csf leak during the implant procedure on (B)(6) 2022. In turn, no leads were implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.